Manufacturer narrative:
(B)(4). Approximate age of device ¿ 21 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was discharged on (B)(6) 2016 post implant. The patient's hemoglobin at the time was 8.3 g/dl. Since being discharged, the patient reported symptoms of lightheadedness and a syncopal event on (B)(6) 2016. The patient reported going to their local emergency department where they were given IV fluids and then discharged. On (B)(6) 2016, the patient reported a near syncopal event in the afternoon in addition to having hematemesis and melena. The patient called for an ambulance and was transported to the implanting center emergency department. On arrival, a point of care hemoglobin was 8.8 g/dl and 15 minutes later the hemoglobin was 5.4 g/dl. The patient's mean arterial pressure varied from 50s-60s mmhg. The patient was reported to be cold and clammy, but was alert and talking. There was no further hematemesis since admission but the patient continued to have large volume melena. The patient's inr was therapeutic at 2.7. The patient was aggressively volume resuscitated and transfused with 7 units of packed red blood cells and 4 units of fresh frozen plasma. The patient was intubated for airway protection prior to an esophagogastroduodenoscopy that showed a lesion in the stomach that was determined to be vascular ectasia. The area was treated with argon plasma coagulation (apc). The patient remained intubated overnight as a precaution. No further bleeding occurred overnight. The event was reported as resolved as of (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
No equipment was returned for evaluation. The account communicated that the event ultimately resolved on (B)(6) 2016 after treatment with argon plasma coagulation (apc) by endoscopy. A direct correlation between the device and the reported event could not be conclusively established through this evaluation. The instructions for use lists bleeding a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.